Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the product issue first began at 2:30pm on (B)(6) 2018 when he obtained the alleged inaccurately erratic results of ¿367 and 211 mg/dl¿, these results were obtained within 20 minutes of each other. The patient manages his diabetes with insulin pump therapy and reported that, in response to the alleged product issue, he ¿adjusted his insulin pump in order to bring it [his blood glucose] down¿. The patient reported that he then developed the symptoms of ¿shakiness, sweating and headache¿ which he treated by eating ¿reese¿s peanut butter cups¿ and drinking a ¿cup of water with sugar¿. The patient denied testing his blood glucose on any other meter. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing, the results were from the same approved sample site, the patient¿s testing process was correct, the test strips had been stored correctly and had not expired and the test strip vial was not cracked or broken. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event, when he took an increased dose of insulin after obtaining alleged inaccurately erratic results with the subject meter.